Event description:
It was observed that during the device evaluation, the subject device exhibited residual liquid, or foreign material came out of s-cylinder (suction cylinder); air/water-cylinder had white foreign objects; scope connector unit has foreign object; jet tube has foreign object; air/water tube had foreign objects; and adhesive on a-rubber has foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, a likely cause of the malfunction identified could not be established and also failure to follow instructions should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.